Event description:
It was reported that the patient's right ventricular (rv) lead showed noise, high pacing impedance, sensing integrity counter (sic), high rate non-sustained episodes and a possible fracture. Additionally during the revision the rv lead showed oversensing when the radio knife was being used. The rv lead also showed tension and stress and the physician was unable to retract the lead helix to remove the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.